Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 390 mg/dl with trace ketones rapid, deep breathing, abdominal pain, blurred vision, chest pain, confusion, polyuria, polydipsia, nausea, shortness of breath and signs of dehydration. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that a gynecological issue may have contributed to the reported abdominal pain experienced by the patient. The reporter alleged hyperglycemia is due to the insulin pump having the incorrect time and date; the time/date goes to default setting of 01/01/2008 when the battery is removed for less than 12 hours. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set by the user to confirm the verify screen. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with an alleged time/date issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-may-2018 with the following findings: during investigation, the time/date reset to default setting in the black box was unable to be found. The black box showed an occlusion alarm followed by a cs 078 alarm and a pump reboot. Pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs. The bench testing confirmed when the battery was reinserted after 6hrs without power the time /date reset to default setting. The total daily dose (tdd¿s) added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Removed pump cover; no internal moisture observed. No intermittent condition was found to the motor flex/assembly. Unrelated to the original complaint, the battery compartment is cracked on the side from threads to cover.